Event description:
A consumer reported postoperative inflammation, pain in the back of the eye, ocular hyperemia and clouded vision following an intraocular lens (iol) implant procedure.

Event description:
Clarification was received from the customer stating the patient only experienced waxy vision. There was no malfunction of the product. The report of waxy vision did not impact the patient's daily living activities, therefore there is no patient impact.

Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(6) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Product evaluation: the product was returned for analysis. The lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. No additional information is expected. (B)(4).